Event description:
The event involved a plum 360¿ infuser where it was reported that the pump first error is ¿uncontrolled shutdown¿ and the second error occurred seconds after the first: e437 software failure during infusion. There was no physical damage reported. There was patient involvement but no human harm and no delay in therapy.

Manufacturer narrative:
The customers complaint of device had error of uncontrollable shutdown and a second error of s/w failure e437 was confirmed. Verified in device alarm log history that error code e437 was present. Tested device by running protocol with basic set up. Device failed protocol with a n252 depleted battery error alarm. Replaced battery. Pressed battery change softkey. Device no longer alarms with a battery error alarm. Device passed self-test with no error alarms. Probable cause is defective/depleted battery causing device to have an uncontrollable shutdown and throwing the e437 s/w alarm due to the battery being defective. Inspection found no other issues with device. The 12-month service history was reviewed and no similar event was found.